Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that about 3-4 months ago they noticed the therapy was not helping with symptom control. The patient met with their healthcare provider (hcp) a couple of months ago and 90 cc of urine was left in the bladder after being catheterized. The patient did not have a bladder infection at that time. The hcp contacted a manufacturer representative (rep) and arranged to have them meet with the patient in may, but the patient was unable to make it to the appointment. The patient called their hcp again and they advised the patient to call patient services. The patient wanted to see if increasing the stimulation level would help, but their external devices were not charged at the time of the call. The patient mentioned that they hadn't used the external devices for 4-5 years. The patient would charge the devices and would call back if they required further assistance.